Event description:
Clinician reports that membragel together with grafting material was used in a lateral ridge augmentation procedure on (B)(6)2010 to treat a combined vertical and horizontal defect. Pt presented with an infection around implant site on (B)(6)2010. Antibiotics were prescribed for 1 week. The clinician drained the infection and the pt mentioned that a small piece of something had come out of site #12. Although a small fistula is present in the grafting material and membragel remained in place.

Manufacturer narrative:
Manufacturer completed review of the manufacturing records and found the product to be within specification.